Event description:
This is report 2 of 3 of the same event it was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the motor device, attachment device and cutter device ¿faltered¿ while in use together. As a result the motor device moved to the side causing unwanted tissue damage to the patient. There was no further information provided regarding the tissue damage. There was patient involvement reported. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was reported that the "first patient researching" seemed positive. No further information was provided regarding the patient¿s post-surgical outcome. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was evaluated under 100x magnification and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.